Event description:
It was reported by a provider that a vns patient¿s device system diagnostics revealed high lead impedance. She replicated the test three times and all three came back with high lead impedance. The patient has been referred for surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Revision surgery occurred. The explanted devices have not been received by the manufacturer to-date.

Event description:
The explanted generator was received by the manufacturer. Attempts for return of the lead have been unsuccessful to-date. Analysis of the generator was completed. The battery voltage was 2.963 volts and was not depleted. The data in the downloaded memory revealed that 50.565% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.